Manufacturer narrative:
(B)(4).

Event description:
On 2015-08-24, additional information was received from a consumer regarding a (B)(6), female patient who was receiving fentanyl 1750mcg/ml at 708.2 mcg/day and clonidine 250mcg/ml at 101.17 mcg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported the reason they couldn't withdraw from the catheter during the myelogram was because the catheter was clogged. It was also reported that the tubing had migrated into the spinal column. The catheter enters at l1-l2, now is up to t12 and then goes back down. It does a 180 degree turn in the spine. The patient was scheduled to have surgery to replace the catheter on 2015-08-27. It was noted there had not been any volume discrepancies during refills.

Event description:
Additional information was received from a consumer. It was reported that the increased pain started in 2013. The patient wanted to know if there was another way to check if the pump was delivering medication to the appropriate location without doing a pump-o-gram. She would never go through that again as it left her screaming in pain.

Event description:
Additional information was received from a consumer. The patient was receiving fentanyl (1750.0 mcg/ml) at 429.1 mcg/day and clonidine (250.0 mcg/ml) at 61.3 mcg/day. The patient reported that this event began in (B)(6) 2015. The patient¿s last ¿pump-o-gram¿ left her screaming in pain for 6 hours, which, according to the healthcare provider, was possibly due to rough handling. The healthcare provider would like to do another ¿pump-o-gram¿ to get new films because the neuroradiologist who looked at the films said that the patient had severe cord compression, while the managing healthcare provider didn¿t see it on the films. The patient¿s symptoms were consistent with cord compression. It is the patient¿s opinion that the 8th cranial nerve is causing the patient¿s pre-existing condition of myoclonus because when she touches her thumb to a finger it causes the myoclonus. The healthcare provider doesn¿t want do surgery because the drug they have to use to do surgery drops the patient¿s heart rate. The patient also believes that her age is a factor.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8709, lot# j10961r32, implanted: (B)(6) 2002, product type; catheter. Product ID: 8711, lot# j10853r56, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding the delivery of fentanyl (1750mcg/ml, 708.2mcg/day) and clonidine (250.0mcg/ml, 1 01.27mcg/day) in a pain pump for non-malignant pain and failed back syndrome. The patient experienced an increase in pain, which could not be relieved with the fentanyl dose the patient was on. The pain began in march 2015 and the onset was gradual over a few weeks. The patient had myoclonus, which kept her body in a jerking motion. This could only be stopped under general anesthesia (reason for anesthesia on myelogram). A myelogram was intended, but it was stated the healthcare provider(hcp) was not "prepared" to do the imaging. So, the patient instead had a "CT scan" done and dye was inserted through the pump. There was no fluid return from the access port. The patient was in pain (10 on pain scale) after the CT scan because the patient was on her left side, where the pump was located. The "CT scan" (dye study) took place on (B)(6) 2015 and a catheter issue was discovered. No other tests were performed and the no one contacted the patient until the evening after her test. Once the patient's pain was under control, the patient was transferred to the emergency room (ER) because they needed the bed. No one reportedly came to see the patient and it was an "unbe lievable mess." It was noted the patient fell in (B)(6) 2015 and did not notice any difference in her pain levels, "like that was when it happened, like it was not working etc." The patient was disoriented from the fall and went through seizure tests and eegs. The patient did not have seizures and stated the healthcare providers (hcp) did not understand myoclonus. To the patient's knowledge, no one called the manufacturer to check the pump following the fall. The patient was not able to deal with the issue until (B)(6) 2015. X-rays were performed and showed the catheter tip was where it was supposed to be. The next refill appointment was on (B)(6) 2015. The pump needed to be replaced (due to longevity) in (B)(6) 2015 and was considering not replacing the pump. The patient wanted to know why the battery did not last that long. The patient also made a suggestion to have a pump alarm sound to tell if medication was not going into the catheter; detect difference in pressure and tubing. History: myoclonus (diagnosed 1990s), pain(1988), parinetal stenosis l3-l4 fusion 1995, foraminal spinal stenosis with spondylolithesis (diagnosed 1994)) , postlaminectomy syndrome (1997) bilateral peripheral neuropathy (1997), degenerative disc disease, arachnoiditis (2001), facets, failed back surgery (2001) concomitant drugs: fentanyl patch, breakthrough pain medication